Event description:
Impella put in patient. When it was turned on, the machine and the pump worked, but the sensor did not. Impella removed and a new device put in. No harm to the patient. Impella was put in as a protective device. S/n of impella (B)(6). The rep wanted the device released to him so the company can run studies. Device to be released to (B)(4) rep. Of abiomed.